Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is not available for analysis. This report is filed december 16, 2013.

Event description:
Per the clinic, the device was removed during surgery on (B)(6), 2012. The device was removed to facilitate an MRI scan. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.